Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and pregnancy with contraceptive device ("the patient was seen and diagnosed with a 7.5 week pregnancy") in a (B)(6) female patient who had essure (batch no. C06518) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. The patient's concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("unusual post-operative pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device and procedural pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6). The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for procedural pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Lack of effectiveness in itself is not necessarily indicative of a quality defect as it may occur with the use of any product. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. A review of similar ae case reports for the reported batch resulted in no unusual pattern identified. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-oct-2017: event pain and essure removal date added. Case category changed from other event to incident and case classification updated to potential legal case. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain') and pregnancy with contraceptive device ('the patient was seen and diagnosed with a 7.5 week pregnancy (birth control -no complication)') in a 35-year-old female patient who had essure (batch no. C06518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. The patient's concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("unusual post-operative pain"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, procedural pain, abdominal pain and arthralgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 2862.72g was the reported birth weight. The reporter provided no causality assessment for procedural pain with essure. The reporter considered abdominal pain, arthralgia, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff report treatment for pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: both tubes were occluded,test bilateral occlusion. Pregnancy test - on (B)(6) 2016: results: positive. Ultrasound scan - on (B)(6) 2016: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet received, reporter information, essure indication, event abdominal pain, migration,joint pain and lab date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.